Manufacturer narrative:
Additional information was received that the "movement of the first valve" referred to repositioning of the valve into the descending aorta. An autopsy was not performed. Conclusion: the device history record (DHR) for the first valve and the associated frame lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. The subject valve was not returned to medtronic for analysis. No image files were provided to medtronic for review. A DHR review could not be performed as the lot number of the delivery catheter system (dcs) is unknown. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. DHR review was not required for the second valve as the event description does not indicate a potential manufacturing issue. Potential factors that can influence a valve dislodgment include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. A valve dislodgment is typically not related to a device malfunction. This event does not allege a device malfunction occurred. Multiple factors can affect frame expansion, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, it was reported that when the valve disengaged (released), the valve moved up and the valve appeared to be high and constrained at the level of the anulus. The suboptimal position of the valve could have potentially caused the valve to not fully expand. Dislodgement of the valve by the distal tip of the delivery catheter system (dcs) is likely related to operator technique or experience. The evolut system instructions for use (IFU), instructs the user that ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Valve dislodgement events are typically not related to a device malfunction or a failure to meet manufacturing specifications. In addition, the evolut system IFU warns the user against using a snare to reposition a deployed valve as follows, once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Multiple factors can influence a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. ¿stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other neurological deficits¿ are known potential adverse effects per the device IFU. Per the physician, the dislodgement and moving the first valve to the descending aorta could have been a contributing factor to the stroke and subsequent death. There is no information to suggest that a device quality deficiency caused or contributed to this event. Facility phone number was added in section e.2. Other relevant device(s) are: product ID: evolutpro-29 - serial#: (B)(6), ubd: 20-jan-2021, UDI#: (B)(4): eval method code b14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: the brand name and model number in section d.1 and d.4 have been corrected in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29, serial#: (B)(4), ubd: 20-jan-2021, UDI#: (B)(4). Product ID: evolutpro-29, serial#: (B)(4), ubd: 16-jul-2021, UDI#: (B)(4). Product analysis: the products were discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was rapidly deployed at a depth of 2 mm. When the valve disengaged from this delivery catheter system (dcs), the valve moved up. Although the valve appeared to be high, the valve was stable. The valve was constrained at the level of the annulus. Upon removal of the dcs, the nose cone caught the edge of the valve and caused the valve to dislodge up. The coronary arteries were not occluded, and the patient was stable. The valve was snared to the descending aorta in preparation to implant a second valve. Full anesthesia was used due to patient agitation. The second valve was deployed with good result. It was noted that at the start of the procedure it took fifteen minutes trying to engage the right radial artery for secondary access. The vessel had a kink at the subclavian level that was attempted to be straightened. The attempt was unsuccessful, so access was converted to bi-femoral. Following the procedure, the patient was critically ill from a suspected stroke. The stroke was not confirmed via imaging. Per the physician, the dislodgement and movement of the first valve could have been a contributing factor to the stroke. It was unknown if the patient had a history of stroke. Later that evening the patient died. It was unknown if an autopsy was performed. The reported cause of death was stroke.